Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: right fallopian tube within the lumen") and pelvic pain ("persistent pelvic pain") in a 37-year-old female patient who had essure (batch no. 50650292-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida. Concurrent conditions included heavy smoker, hyperlipidemia, hypertension, multiparous, ovarian cyst and headache. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), rash ("skin rash"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("menstrual hemorrhaging"), vaginal infection ("infection vaginal"), dysuria ("burning during urination"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, menorrhagia, vaginal infection, depression, anxiety, dysuria, rash, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, fatigue and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, menorrhagia, pelvic pain, rash, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: 5 coils were seen from the ostia: similar procedure was done to the left tube. In the left tube 2 coils were seen. Then the hysteroscope was removed, and the tenaculum was removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: essure device was successfully. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, anxiety. Most recent follow-up information incorporated above includes: on 23-aug-2018: update of information (batch is invalid). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right fallopian tube within the lumen'), device expulsion ('migration of essure device ¿ uterus') and pelvic pain ('persistent pelvic pain') in a 32-year-old female patient who had essure (batch no. 50650292-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. Concurrent conditions included adhd since 2005, heavy smoker, hyperlipidemia, hypertension, multiparous, ovarian cyst, headache, post-traumatic stress disorder and hypertension. Concomitant products included from 2010 to 2014, alprazolam since 2005, atomoxetine since 2010, bupropion from 2013 to 2014, dicycloverine hydrochloride (bentyl) from 2012 to 2014, escitalopram oxalate (lexapro) since 2014, lisinopril since 2011 and metronidazole from october 2013 to november 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("menstrual hemorrhaging / abnormal bleeding (menorrhagia)"), vaginal infection ("infection vaginal"), dysuria ("burning during urination / bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced depression ("depression"), anxiety ("mental anguish"), rash ("skin rash"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal area pain"), back pain ("lower back area pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes) and hysterectomy, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device expulsion, depression, anxiety, dysuria, rash, dysmenorrhoea, weight increased, fatigue and alopecia outcome was unknown, the pelvic pain, menorrhagia, vaginal infection, vaginal discharge, vaginal haemorrhage, abdominal pain, back pain and abdominal pain lower had resolved and the dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, dysuria, fatigue, menorrhagia, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: 5 coils were seen from the ostia_ similar procedure was done to the left tube. In the left tube 2 coils were seen. Then the hysteroscope was removed, and the tenaculum was removed. Current weight: 204 lbs. Received treatment for bleeding, device migration and bladder/urinary problem events. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kgs. Hysterosalpingogram - in (B)(6) 2012: results: essure device was successfully; on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, anxiety. Lot number 50650292 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: right fallopian tube within the lumen") and pelvic pain ("persistent pelvic pain") in a 37-year-old female patient who had essure (batch no. 50650292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida. Concurrent conditions included heavy smoker, hyperlipidemia, hypertension, grand multiparity, ovarian cyst and headache. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), rash ("skin rash"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("menstrual hemorrhaging"), vaginal infection ("infection vaginal"), dysuria ("burning during urination"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, menorrhagia, vaginal infection, depression, anxiety, dysuria, rash, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, fatigue and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, menorrhagia, pelvic pain, rash, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: 5 coils were seen from the ostia_ similar procedure was done to the left tube. In the left tube 2 coils were seen. Then the hysteroscope was removed, and the tenaculum was removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: essure device was successfully. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, anxiety. Most recent follow-up information incorporated above includes: on 27-jul-2018: new pfs + mr received: new events added: infection vaginal, depression, mental anguish, burning during urination, skin rash, migration of essure device location of device, dysmenorrhea (cramping), dyspareunia, discharge, weight gain, fatigue, hair loss were added. Lot number, new reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: right fallopian tube within the lumen"), device expulsion ("migration of essure device ¿ uterus") and pelvic pain ("persistent pelvic pain") in a 32-year-old female patient who had essure (batch no. 50650292-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida. Concurrent conditions included heavy smoker, hyperlipidemia, hypertension, multiparous, ovarian cyst, headache, adhd since (B)(6) , post-traumatic stress disorder and hypertension. Concomitant products included alprazolam since (B)(6) , atomoxetine since (B)(6) , bupropion from (B)(6) to (B)(6) , citalopram hydrobromide (celexa) from (B)(6) to (B)(6) , dicycloverine hydrochloride (bentyl) from (B)(6) to (B)(6) , escitalopram oxalate (lexapro) since (B)(6) , lisinopril since (B)(6) and metronidazole from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("menstrual hemorrhaging / abnormal bleeding (menorrhagia)"), vaginal infection ("infection vaginal"), dysuria ("burning during urination / bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced depression ("depression"), anxiety ("mental anguish"), rash ("skin rash"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal area pain"), back pain ("lower back area pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device expulsion, menorrhagia, vaginal infection, depression, anxiety, dysuria, rash, dysmenorrhoea, vaginal discharge, weight increased, fatigue, alopecia and vaginal haemorrhage outcome was unknown and the pelvic pain, dyspareunia, abdominal pain, back pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, dysuria, fatigue, menorrhagia, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: 5 coils were seen from the ostia_ similar procedure was done to the left tube. In the left tube 2 coils were seen. Then the hysteroscope was removed, and the tenaculum was removed. Current weight: 204 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kgs. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; in (B)(6) 2012: essure device was successfully. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, anxiety. Most recent follow-up information incorporated above includes: on 9-nov-2018: pfs received - events: device expulsion, lower abdominal pain, lower back pain, abdominal pain, vaginal bleeding were added. Event onset date, severity and outcome were updated. Concomitant conditions and drugs added. Lab data result added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right fallopian tube within the lumen'), device expulsion ('migration of essure device ¿ uterus') and pelvic pain ('persistent pelvic pain') in a 32-year-old female patient who had essure (batch no. 50650292-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. Concurrent conditions included adhd since 2005, heavy smoker, hyperlipidemia, hypertension, multiparous, ovarian cyst, headache, post-traumatic stress disorder and hypertension. Concomitant products included alprazolam since 2005, atomoxetine since 2010, bupropion from 2013 to 2014, citalopram hydrobromide (celexa) from 2010 to 2014, dicycloverine hydrochloride (bentyl) from 2012 to 2014, escitalopram oxalate (lexapro) since 2014, lisinopril since 2011 and metronidazole from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("menstrual hemorrhaging / abnormal bleeding (menorrhagia)"), vaginal infection ("infection vaginal"), dysuria ("burning during urination / bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced depression ("depression"), anxiety ("mental anguish"), rash ("skin rash"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal area pain"), back pain ("lower back area pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes) and hysterectomy, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device expulsion, depression, anxiety, dysuria, rash, dysmenorrhoea, weight increased, fatigue and alopecia outcome was unknown, the pelvic pain, menorrhagia, vaginal infection, vaginal discharge, vaginal haemorrhage, abdominal pain, back pain and abdominal pain lower had resolved and the dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, dysuria, fatigue, menorrhagia, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: 5 coils were seen from the ostia_ similar procedure was done to the left tube. In the left tube 2 coils were seen. Then the hysteroscope was removed, and the tenaculum was removed. Current weight: 204 lbs. Received treatment for bleeding, device migration and bladder/urinary problem events. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kgs. Hysterosalpingogram - in (B)(6) 2012: results: essure device was successfully; on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, anxiety. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events abdominal pain, vaginal discharge, back pain, vaginal hemorrhage, menorrhagia and vaginal infection was updated to recovered. Rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menstrual hemorrhaging"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: essure device was successfully. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.